Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the clip on the probe of the interface module was broken. The device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.